Event description:
It was reported that during a patient event the autopulse resuscitation system displayed a "system error," "out of service" and "revert to manual CPR¿ message. The device is not functioning at all. Device can only be turned on and off and cannot be used clinically. Device had shown three user advisory messages prior to this message being displayed however the emt's restarted the device and continued to use it until the device stopped treatment and showed the fault. The emt's reverted to manual CPR. Additional patient information is unknown however no adverse patient sequelae was reported.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a follow-up report when our investigation is completed.

Manufacturer narrative:
The autopulse¿ resuscitation system (s/n (B)(4)) involved in the event was returned for evaluation. Visual inspection of the returned platform showed no anomalies. Functional testing was unable to be performed. The archive data analysis exhibited user advisory 139 (unable to hold compression position). It was detected that the drive train motor brake gap was out of specification. The brake gap back was unable to be adjusted within specifications because the set screws would not lock into the encoder dimple locking hole, thereby causing the brake to disengage. The drive train motor and the clutch plate were replaced to remedy the complaint. The platform passed final test. Based on the evaluation results, the customer's reported complaint was confirmed, however a definitive root cause could not be determined.